Event description:
It was reported that a sensor pairing attempt for a continuous glucose monitor failed, after which the user was instructed to rescan and a new warmup timer began, resolving the pairing issue. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor pairing and resumption of normal use. Investigation included basic troubleshooting and user education focused on rescanning and initiating a new warmup sequence. Investigation of this case revealed that the pairing failure was resolved through standard troubleshooting without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity issue resolved by reattempting pairing and completing the warmup.